Event description:
A female patient contacted lifecor customer support to report that the device began flashing the red response buttons and showing "check modem" on the display. The modem was not connected at the time. When the patient reinserted the battery pack the device would not power up. The patient tried the other battery pack and it would not power up the monitor. Support sent a patient services representative (psr) to the patient to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation monitor has been completed. The reported problem was confirmed. Monitor would not power up because there was water inside the monitor that likely came in from the modem connector. The modem connector was heavily corroded. The voltage attenuator (tva3) was shorted on the auxiliary board. The root cause of the defective components looked to be water damage. The monitor was repaired, retested and restocked. No adverse event occurred due to the defective monitor. The patient received a replacement monitor.